Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she was hospitalized on (B)(6)2015 due to a high blood glucose level of over 700 mg/dl. Her high blood glucose symptoms were nausea and stomach pain. The customer had a sinus infection and was given antibiotics. Her high blood glucose level was treated with IV drip. The customer was wearing the insulin pump at the time of the emergency room visit. The high pressure test passed. The device was not returned.